Manufacturer narrative:
Pump received with reservoir tube lip completely broken off and missing the black o ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken. (B)(4).

Event description:
Information received by medtronic indicated that the black ring around the reservoir compartment was hanging out and the top of the reservoir compartment was cracked off. Customer stated that the reservoir did lock in place when inserted into insulin pump. Customer stated the insulin pump had cosmetic damage. Customer stated the infusion set and reservoir did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.